Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error 500:320:654:0000 was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. No repair is needed. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
This is a report of a colleague infusion pump with a failure (B)(4), that could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention related to this event. . The software for this device is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4).